Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in offline mode. A field service engineer (fse) replaced the main half height cubie drawer 4.1 and 4.2 drawer controller and interface boards. Following the replacement, the unit was tested, reconfigured, and successfully released to the customer. A full diagnostic was performed using the hardware test application (hta) software to verify hardware functionality. The customer subsequently conducted multiple drawer inventories to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was out of order, and the screen went black. Tried unplugging and re-plugging but failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.